Manufacturer narrative:
The reported events were dislodgement and material twisted. As received, a complete lead was returned in one piece with its helix found extended with traces of blood. The full helix extension length was measured within product specification. The reported event of material twisted was not confirmed. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
During the initial implant procedure, the atrial lead became dislodged. The atrial lead was successfully repositioned, however, the atrial lead dislodged again later during the procedure. The atrial lead was removed, the helix was cleaned, and reimplantation was attempted. When attempting to extend the helix, the atrial lead became twisted. At this point, the physician elected to explant and replace the lead. The implant procedure was completed without further complication. The patient was in stable condition.